Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed and the cause was identified - patient states that they had disconnected during therapy and did not press stop, allowing air to enter the setup. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The home patient (hp) indicated she had to disconnect herself to deal with a smoke detector that was alarming (unrelated) and forgot to press stop and when she reconnected it was already draining. The baxter technical service representative (tsr) assisted the home patient (hp) with removal of cassette. The tsr advised hp to dispose of current supplies and start over with new supplies. The hc was operational. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp verified that there were no loose connections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.